Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dust and dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information in relation to a CPAP unit being returned to a third-party service center as part of the recall process with no initial complaint. The service center reports the error log cannot be read due to power connector corrosion. During the evaluation of the device at the third-party service center, the device was visually inspected, and corrosion was found on metallic surfaces. Additionally, contamination of dust/dirt was found on the inside of the device. The device was scrapped. This report is being submitted due to the power connector being corroded.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.